Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. In response to the warning letter that the united states FDA issued to ela medical (dated nov 6, 2009), sorin crm (formerly ela medical) is filing this MDR at this time. Data alteration in aida. Method - since the device remains implanted, the programmer files were reviewed. Results - no root cause can be found to explain the data alteration in device memory. No pt safety issue was reported. Conclusion: no root cause could be found to explain de data alteration in device memory that was responsible of the reported event. Nevertheless, it should be noted that no anomaly was identified in follow-up data reviewed for this analysis. In case such event would recur for that device, this complaint file should be re-opened, including: all expertise files for the involved follow-up period and the previous one, a detailed interrogation of the pt regarding his/her activities for the involved follow-up period, in order to identify possible causes of data alteration in device memory.

Event description:
The aida curve during an interrogation showed the atrial rate of 0. The device remains implanted.